Event description:
The customer reported that one minute into a radio frequency ablation procedure with the impedance stable at 80 ohms, there was a "pulse" that interrupted the ablation. The generator was rebooted, but same thing occurred within 5 seconds. The procedure was completed fine with another generator using the same needle. The pt was reported as ok.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.